Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead, experienced chest pain. An examination was performed which revealed that the right ventricular lead had caused a perforation. The patients condition was stable, there was no pericardial effusion. A revision procedure was performed and the rv lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
The rv lead was explanted. After the revision procedure the rv lead will be returned to boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies that would have caused or contributed to the clinical observations.